Manufacturer narrative:
The ts representative reviewed the data and discussed how the device prioritizes the saving of episodes due to limited storage and it is possible that some of the episodes were overwritten. A review of the arrhythmia logbook found three recorded episodes that indicate more than one therapy attempt had occurred but it does not confirm that shock therapy was successfully delivered. Once again, the ts representative advised that testing should be performed to determine if there is a compromise in the system integrity and decide if the ICD and/or lead should be replaced. At this time, this ICD remains implanted and in service. No additional information is available. Once any additional information does become available or if the system is revised, this report will be updated.

Manufacturer narrative:
Additional information was received that the patient died in (B)(6) as a result of the stroke. The exact day of death was not provided. As of today, no explantation information has been reported and this ICD has not been returned to boston scientific. Attempts to obtain more information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this is implantable cardioverter defibrillator (ICD) displayed a fault code indicating that an open circuit condition was detected during a shock delivery. Boston scientific technical services (ts) was contacted and discussed that the system integrity should be evaluated and to also consider replacing the ICD and/or lead. This ICD is a subcutaneous implant and the right ventricular (rv) lead associated with this ICD is a competitor's product. The following day, boston scientific ts was contacted for further assistance with this ICD. The patient with this ICD received several shocks but a review of the arrhythmia logbook was unsuccessful in finding the recorded episodes. It is unknown if the shocks were successfully delivered. A memory download was sent to the ts representative for evaluation. The patient with this ICD is currently being hospitalized in the intensive care unit due to a stroke. It is unknown if the patient's current condition is related to the functionality of this ICD.